Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2020 from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient wants to make an appt to have her unit adjusted as she has increased pain that has moved up. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. A manufacturer's representative (rep) reported on (B)(6) 2020 that they were asked by the surgeon to be present for the patient's appointment to see if they could reprogram stimulation to cover the new back pain. An impedance check showed several electrodes out. The rep was not able to cover the new back pain. The doctor came in and the rep informed him of this and he said the patient would need a revision. The rep explained to the patient and the doctor that the ins was not put in for this new pain, therefore even with a revision, they couldn't promise that it would help for the new pain. The surgeon ordered a CT scan and the revision surgery is on hold. The patient did have extensions and the battery was on the left side of her stomach. The rep noted that the patient recently lost 25 pounds. The cause of the impedances being out and the new pain was not determined. It was noted that the health care professional has no further information regarding the event. Surgical intervention was not planned or performed at this time.